Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the 10/12x100mm trocar single puncture procedure kit, item # cd7565g, lot 202011231 that occurred at (B)(6). It is noted that in (B)(6) 2020, the facility had an incident where the gasket detached and ended up in the belly, it was recognized. The facility supplied that they do put everything together wet and we have not changed their operational practices with this device. It is indicated there was no impact or injury to the patient and the procedure was completed using an alternate device with a delay, length of delay not reported. Additional information obtained indicates the issue occurred (B)(6) 2020 during a lap appi and the procedure was uneventful up until stapler insertion, was difficult to insert despite being wet. The trocar had been in place for around 60 minutes, was placed in the left lateral and the gasket came from the reducer valve of the device. The gasket was retrieved with an atraumatic grasper and removed from the body cavity. There had been nothing notable about the patient's anatomy and there was not any issue with trocar placement. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the gasket was removed.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint was inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. The manufacturing documents from the device history records (DHR) and lot history records (lhr) have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found a total of 2 similar events involving 2 devices for this lot number. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that when endoscopic instruments and accessories from different manufacturers are employed together in a procedure, verify compatibility prior to initiation of the procedure and ensure that electrical insulation or grounding is not compromised. To prevent damage, the trocar should not be introduced into the valve/reducer at an angle. Sharp instrumentation may compromise the elastic seal. This issue will continue to be monitored through the complaint system to assure patient safety.